Event description:
It was reported that during a laparoscopic recto sigmoid resection procedure, the surgeon stated that; after low-anterior resection, the patient was prepared for end-to-side anastomosis. However; after cea circular stapling, the doctor observed a feces leak from the anastomosis line. As a result of a rectal examination, the circular staple line was found to be in good condition (strong and stable), but a defect was observed in the area of the linear cutter and stapler. The patient was given a temporary colostomy bag.

Manufacturer narrative:
(B)(4). The analysis results found that the lts60a device was received in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.